Event description:
It was reported the pt's scs ipg was explanted and replaced due to the device being inoperable as a result of the pt not charging since (B)(6) 2012. The issue resolved with the surgical intervention. Product will not be returned.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.